Manufacturer narrative:
Patient information and demographics was not provided. Sample collection and centrifugation information has not been provided. The customer always analyzes bhcg in duplicates. The customer had a passing tbhcg calibration performed on (B)(6) 2011. The customer had a passing system check performed on (B)(6) 2011. All three levels of tbhcg qc were within the established ranges on the date of event. Service was not dispatched for this event. No root cause could be determined for this event with the information supplied.

Event description:
A customer contacted beckman coulter, inc. (Bec) concerning an erroneously elevated total beta human chorionic gonadotropin (bhcg) result generated by access 2 immunoassay system for one patient. The test was performed in duplicate and this erroneous result crossed clinical categories. The erroneous result was not reported out of the laboratory. Subsequent testing produced negative results. There was no report of death, injury, or change to patient treatment in connection with this event.